Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage and the lead was stretched. (B)(4).

Manufacturer narrative:
Product event summary : subsequently, performance data was collected from the device and analyzed. Analysis revealed the atrial threshold was at about 1 volt until (B)(6) 2013 and then it began rising to 2.5 volts or higher by (B)(6) 2014.

Event description:
It was reported that the right atrial lead threshold began rising a few months earlier and was now high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.